Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the tip of the ratcheting screwdriver bit broke off. All debris was removed from the surgical field.

Manufacturer narrative:
Correction: h3 device evaluated by mfg. The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following. A visual inspection of returned device confirms the breakage of driver tip. Upon closely inspecting breakage surface, it can be noted that the damage is primarily located at the drive end, where the flutes on the head appear twisted. This deformation suggests that the hexagonal screwdriver was repeatedly subjected to high torque applied at a non-axial angle which eventually lead to breakage of the tip. The breakage patterns suggests that the screwdriver was subjected to non-axial forces that create torsional stress that exceeded the material yield point, ultimately causing the breakage. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to user related issue. The event was caused by application of higher load non-axial tortional load which resulted in breakage. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the tip of the ratcheting screwdriver bit broke off. All debris was removed from the surgical field.